Manufacturer narrative:
Review of the ensite system shows that 3d point collection is disabled when metal distortion error occurs. Moreover, the distance between the prs-p pairs must not change after the first point is collected in navx mode or after the first se catheter enters the motion box in voxel mode. It is recommended to adjust prs-p position so that the sensors return to the dotted circle position. Alternatively, if it is not possible to return the prs-p to its valid position, the magnetic positional reference can be reset by resetting the metal baseline or revalidating. Based on the information provided to abbott and a review of the functionality of the ensite system, the software functioned as designed and the reported issue was due to patient movement and not the system.

Event description:
During the procedure, due to patient movement and a subsequent change occurring in the distance between the prs-p sensors and not being able to reestablish that distance, the procedure was cancelled. Initially, a non-sustained atrial tachycardia was being mapped in voxel mode with the ensite x system. The right atrium and aorta were mapped with the hd grid mapping catheter. After mapping the right atrium and aorta, the patient moved and the movement changed the distance between the prs-p sensors. Subsequently the ensite x system gave a related error message. Sedation was then established in a stable state, but the sensors did not return to the previous positions. Troubleshooting included attempting to move the patient to the previous position they were in by moving the bed and the patient with little movements, but the sensors could not be returned to their original positions. Because of such and not being able to further map the left atrium, the procedure was discontinued. There were no adverse consequences to the patient.